Event description:
It was further reported that the patient expired on an unknown date in 2011.

Event description:
It was further reported the patient expired due to hardening of arteries.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2012-06320. It was reported post a percutaneous coronary intervention procedure, the patient expired. In (B)(6) 2010, the patient was referred for cardiac catheterization. The 80% stenosed and 18mm long first target lesion was located in the middle right coronary artery (rca) with a reference diameter of 3.00mm. The first target lesion was treated with direct stent placement using a 3.50x32mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The 90% stenosed and 14mm long second target lesion was located in the ramus with a reference diameter of 3.00mm. The second target lesion was treated with pre-dilation and placement of a 3.00x16mm taxus liberte, resulting is 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. On an unknown date, the subject experienced "coronary artery disease" and later expired. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report corrected from (B)(6) 2011 to (B)(6) 2012. (B)(4).

Event description:
It was initially reported that the patient expired on an unknown date in 2011. It was further reported that the patient expired in (B)(6) 2012 of atherosclerotic coronary artery disease.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).